Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: journal of electrocardiology. 2019; 53:28-30. Publisher: j. Electrocardiol. Doi: 10.1016/j.jelectrocard.2018.12.012. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a cardiac resynchronization therapy defibrillator (crt-d). It was reported that the crt-d was exhibiting two pacemaker spikes within the qrs complex. The spikes did not appear to change the morphology or rate of the patient's rhythm. The stimulation occurs toward the end of the qrs complex when the myocardium is in refractory, thus is unable to capture the pacing spike. The device remains in use. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.